Event description:
It was reported that the patient underwent a shoulder revision approximately two (2) months post-implantation due to component impingement. The polyethylene was impinging on a component throughout the range of motion, and the polyethylene insert and tray were exchanged. Prior to this, the patient had an initial shoulder arthroplasty, followed by a first revision for an unspecified reason. A subsequent revision was performed due to concern about loosening; this was later clarified, and the stem was found not to be loose. The issue was identified as component impingement, which led to the later exchange of the polyethylene and tray approximately two (2) months after implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d1; d2; d4; d10; g1; g3; g6; h1; h2; h3; h4; h5; h6; h10. D10: concomitant medical products, part (lot): 110030776 (66528768). The reported event could not be confirmed due to a lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. The patient then underwent multiple revision surgeries. Subsequently, the patient underwent a third revision surgery approximately eight (8) months ago do to an unknown reason to revise the poly and tray. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: sahtne00, +0mm extended neutral humeral tray; lot#: 66892948. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.